Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.